Event description:
Procedure: laparo rectum. According to the reporter: before use on the pt, the new device was opened and sterilized (within protocol, 135 degree c. 4 min). The surgeon touched the connecting part of handle to attach the adapter, screw and spring came off. The case was extended by less than 30 minutes.

Manufacturer narrative:
(B)(4).